Manufacturer narrative:
The report event of fractured lead was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information was received indicating surgical intervention was undertaken on an unknown date wherein the lead was explanted.

Event description:
Related manufacturer reference number: 1627487-2022-04739. Additional information was received indicated surgical intervention took place on (B)(6) 2022 wherein both the l4 and l5 leads were replaced.

Manufacturer narrative:
Reporter phone number: (B)(6). The unique device identifier (UDI #) is unknown. Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. X-rays revealed that there was a possible fracture on the patient's l4 lead. The patient was reprogrammed and will be assessed on a later date.